Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unspecified malfunction of the coin battery. Patient involvement information was not provided by the customer. The ventilator was evaluated and the coin battery was replaced. The ventilator passed self-testing.